Event description:
It was reported that a patient had therapy friday but ¿saturday wasn¿t ok¿, sunday he had a good day, and ¿today it felt like the muscle was stretched in the same area¿ and stated that was why he wanted pain meds. It was reported that in (B)(6) 2010 the patient tore his rotator cuff and at the time of the tear ¿felt a severe shock¿, got an instant headache, and dropped to the ground. It was stated that the patient had been dealing with pain from this at the base of his shoulder up the left side ¿where the skull comes to a point¿. It was noted that a CT scan found a cyst. It was stated that it took until (B)(6) 2011 to diagnose the rotator cuff that tore because he could not have an MRI with his device. It was noted that he underwent surgery when the issue was determined. It was stated that ¿15 months of using it when it was torn did more damage¿. It was stated that ¿they can¿t do an MRI, there could be something totally else wrong and they won¿t prescribe pain meds because they think oh no we don¿t want to do that¿. The patient stated he was tired of the pain and literally this ¿pain in the neck¿. It was noted that the patient had 3 shoulder surgeries and 2 back surgeries. It was stated that the patient did not remember the exact years but it was before the implants and they were within a month and a half apart.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4) implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4) implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# lb6712, implanted: (B)(6) 2003, product type: lead. (B)(4).